Manufacturer narrative:
One device received for investigation with a cracked cover, wear and tear damage to the enclosure and the line cord, a broken pole clamp, and an outdated printed circuit board (pcb) and power switch. During the evaluation of the device, the reported issue was confirmed. The cause of the reported problem was determined to be from wear and tear on the pump. No repair actions were taken due to the age and condition of the device. The device was scrapped. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump was noisy. No patient injury reported.